Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply ii was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported that the image quality was degraded to a point that caused the system to become unusable. There is no report of injury or death associated with the event described in this complaint.